Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a left common femoral vein with a prostyle device using the pre-close technique via an 8fr sheath hole prior to an interventional leadless pace maker procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 24fr sheath and the leadless pace maker procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.